Event description:
The shunt was removed from the pt due to suspect malfunction. The malfunction has not been confirmed to date. The pt required replacement shunt. Product will be returned for evaluation.